Manufacturer narrative:
Performed a visual inspection, at the junction of the blade and wings the insulator was melted however, a functional inspection found the device did not function irregularly. Additionally, no photographic evidence of the patient burn was provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: -there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic -these devices fail the inspection herein. Safety: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts -damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7523-001 device was being used on (B)(6) 2019 during a bilateral breast augmentation. The device had been used for 10 minutes when the previously inspected device was found to have damage to the insulation. The reporter states that the cut in the insulation occurred during surgery; however, the insulation did not come into contact with another device. The damaged insulation component of the device allowed a 2nd or 3rd degree burn to the patient. There was no delay in the procedure per the reporter. Another device was used to complete the procedure. The patient underwent local debridement for the burn. There was no extended hospital stay required. This report is being raised on the basis of injury due to unknown degree of burn.